Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The devices displayed nicks on the knife blades and a wingnut is locked. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed damages may occur if the instrument is applied over an obstruction. The root cause of the observed damages was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is currently under evaluation. Upon completion of investigation a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigma resection procedure. The circular stapler was being used for the descendorectostomy. The stapler partially fired. The stapler does not staple correctly, the suture tears open. The anvil could be tilted after firing and was not bent. There was unanticipated tissue loss as a result of the problem. The surgical time was extended by thirty minutes or more due to the product problem. In order to resolve the issue and complete the case, there was a reanastomosis. The patient had no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigma resection procedure. The circular stapler was being used for the des cendorectostomy. The stapler partially fired. The anvil could be tilted after firing and was not bent. There was unanticipated tissue loss as a result of the problem. The surgical time was extended by thirty minutes or more due to the product problem. In order to resolve the issue and complete the case, there was a reanastomosis. The patient had no injury.